Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the r brubaker in a journal lit review for critical care medical. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that the patient experienced anaphylactic shock and found to be allergic to chlorhexidine. Per email: introduction: chlorhexidine is ubiquitous throughout healthcare. It is used topically as well as permeated in devices. It has become the preferred topical antiseptic for most procedures. Even so, a growing body of evidence suggests allergy to chlorhexidine is much more common than most clinicians appreciate. In fact, it may be the third most common cause of perioperative anaphylaxis. Methods: a [omitted] with history of coronary artery disease, coronary artery bypass grafting, chronic kidney disease state 3, peripheral venous and arterial disease with, right lower extremity above knee amputation, left femoroperoneal bypass and many other vascular procedures presented for scheduled femoral-distal bypass due to recurrent left foot ischemia with dry gangrene. Following induction, the patient developed shock resistant to multiple high dose vasoactive agents. This led to abortion of the procedure and transfer to the sicu for presumed antibiotic or paralytic anaphylaxis. Following recovery, the patient was evaluated by an allergy specialist without a definitive explanation of the causes of anaphylaxis. The patient returned to the operating room after one month with the plan to avoid all likely causes of anaphylaxis. Central line and arterial catheter were placed in anticipation of possible decompensation. Despite this, the patient once again decompensated following induction, requiring multiple high dose vasoactive agents to manage. The procedure was aborted, and the patient was transferred to the sicu. Ultimately the patient was evaluated for more unusual causes of anaphylaxis and found to be allergic to chlorhexidine. A final return to the operating room proceeded without complication. Results: this case illustrates the danger of overlooking surgical skin cleansers, especially chlorhexidine, when evaluating a patient for causes of anaphylaxis.